Event description:
The posterior capsule was torn during the insertion of the iol. The incision was enlarged to remove the lens, and replace another lens in the sulcus.

Manufacturer narrative:
See MDR 1920664-2009-00215 for the intraocular lens used with this delivery device.